Manufacturer narrative:
Age at time of event: 70's.

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the left and right common or external iliac veins. A 16-6/5.8/75 xxl esophageal balloon dilatation catheter was advanced to revascularize a wallstent endoprosthesis with unistep plus delivery system that had been previously placed and was shut down due to clot formation. However, during third inflation at 3 atmospheres, the balloon ruptured. The balloon was removed from the patient's body fully intact. A vici stent was used to re-line part of the wallstent and extend it down into the common femoral vein. The procedure was completed with another of same balloon device. No further patient complications were reported.